Event description:
An attorney is alleging that his client suffered injuries while using a heating pad.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided.